Event description:
The guidewire used for filter placement became lodged in the legs at the apex of the filter following deployment via a jugular approach. The sheath was readvanced to encapsulate the filter. The filter was removed and another filter was placed without pt complications. A filter and an unravelled guidewire were returned, evaluated and retained by this MFR. The engineering eval indicated the filter legs were bent. The distal eighteen centimeters of the wire was stretched ninety seven centimeters long and the core wire exhibited a break approx one centimeter form the distal tip. The wire outer diameter was within spec for this device. The guidewire displayed characteristics consistent with the info obtained from the user facility, stretching and unravelling. Follow up info indicated the guidewire was removed without the aid of fluoroscopic guidance.